Event description:
A us distributor contacted zoll to report that a patient developed sores under the lifevest. There was no alleged device malfunction contributing to the irritation. Home nurse applied bandage and used antibiotic cream. Follow up indicated that the irritation has improved.